Manufacturer narrative:
Corrections: h8. Intuitive surgical, inc. (Isi) did receive the endoscope and performed failure analysis. During failure analysis, the endoscope cable integrated connector was visually inspected and found ic broken. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope cable integrated connector was visually inspected, and the integrated connector ferrule window was found cracked / broken. The root cause of connector broken is attributed to use, such as improper reprocessing. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal with lymphadenectomy surgical procedure, the customer contacted the technical support engineer (tse) to report that the image was backwards. The tse walked the customer through removing the camera and clutching the arm and spinning the endoscope 180 degrees to get image back to normal. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site removed the camera and clutched the arm to spin the endoscope 180 degrees to get the image back to normal. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to an issue with the orientation of the endoscope. This issue can be resolved by rotating the endoscope to the proper orientation.